Manufacturer narrative:
The ambicor device was visually inspected and functionally tested. Both cylinders had a leak in the outer tube that was the result of a sharp instrument. The cylinders were not functionally tested due to the leak in the cylinder. The pump and one cylinder were contaminated.

Event description:
It was reported that the patient was scheduled to have a revision surgery on his ambicor penile prosthesis due to inflation issues and air inside the prosthesis. The physician reported the prosthesis was unable to inflate. Patient underwent computed tomography was done where it was visualized "a well-positioned prosthesis and visualization showed gas present in the prosthesis. It was subsequently reported the patient had his inflatable penile prosthesis removed and replaced due to broken prosthesis. No patient complications were reported in relation to this event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.